Event description:
It was reported that the patient will need to undergo a revision surgery. The patient is scheduled to have a subtalar fusion.

Manufacturer narrative:
Please note the corrections to the h6 device code, results code, conclusion code: the reported event was confirmed based on the available medical records and health care professional opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component has some clear radiolucence and also some cavities. The implant looks laterally subsided and the whole component is migrated laterally. The pe cannot be assessed directly, however, there is no clear evidence that it migrated or separated from the tibial component. The talus has radiolucence and smaller cavities. It looks loosened; however, migration cannot be confirmed clearly. The pe is attached firmly to the tibial tray. There is no evidence of loosening or migration. But as part of the tibial component, it could as likely be assessed as being loosened, anyway, there is no separation or breakage. There is also no sign of infection, but that can also only be assessed with further information.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was most likely caused by the presence of cavities. If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.

Event description:
It was reported that the patient will need to undergo a revision surgery. The patient is scheduled to have a subtalar fusion.